Event description:
A customer contacted beckman coulter inc (bci) in regards to intermittent reagent probe a leak. No injury was reported.

Manufacturer narrative:
A bci field service engineer replaced the solenoid valve, which resolved the leak issue.